Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net transmission. Transmission showed that the right atrial (ra) lead had failed to capture resulted in inappropriate mode switch episodes. The ra lead also had high pacing impedance measurements. The patient had no adverse consequences.